Event description:
Report received of an over-delivery of hyper-tonic saline. The pump was programmed on the primary line with a volume to be infused (vtbi) of 250ml at a rate of 41ml/hr. There was no reported secondary solution. Reportedly, the pt received 250ml of hyper-tonic saline over a short period of time. The customer contact estimated that the delivery occurred over 1 to 2 hours. The nurse reportedly noted the over-delivery during routine rounds. The solution bag was found empty, but the pump display indicated that 59.6ml had infused and the vtbi on the primary line was 191ml. The pt did not experience any adverse effects and the customer reported "no harm to the pt". Though requested, there was no further info available.